Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the system. While performing an imaging system check-out, the medtronic representative, confirmed the motion controller failed. There wasn¿t enough torque to open door. A replacement gantry motion control box was shipped to the site. After replacing the gantry motion control box the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. An evaluation of the returned gantry motion control box was completed at the medtronic facility, confirming the reported problem "door will not open, rotor will move into position but door will not open." Gantry box was determined to be defective. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative received a report from a site alleging issues with opening their imaging system door. The report originated with a site representative their head of radiology. The site representative stated that there is a noticeable hesitation from when the button is pressed to when the door opens. Sometimes the door button needs to be pressed multiple times before the door opens. This issue occurred prior to surgery, no patient present.